Event description:
According to the medwatch (attached), "the unit would not deactivate in the coag mode upon procedure completion 1. Removed hand pencil, unit still on. 2. Cylcled power-unit returned to standby operation".